Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield broke off of (B)(4) units. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield broke off of 11 units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. The customer's photo displays a device with a broken safety shield that will not cover the IV cannula, but it does not show any evidence of poor needle point integrity. Additionally, 30 retained samples underwent visual inspection for cannula defects and needle point integrity, and all samples passed with no evidence of damage or poor needle point integrity. Furthermore, 10 retained samples were tested for IV lube coverage and all exhibited sufficient lube coverage. Moreover, 20 retained samples underwent a functional test for the locking mechanism, and all samples passed as they were activated properly with no signs of damaged or broken safety shields. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective locking mechanism. This complaint has not been confirmed for the indicated failure mode: needle point integrity. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.